Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized or treated with medications for the event. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient has recovered from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.